Event description:
It was reported that the patient was seen due to an alarm that was sounding every four hours. At follow up check, the left ventricular (lv) lead had high impedance and the right ventricular (rv) and superior vena cava (svc) coil impedance was also high. The leads were re-connected to the device and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 implantable tachy lead, (B)(6) 2013; 5076; implantable pacing lead, (B)(6) 2013; d384trg implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on 2013-(B)(6). The maximum left ventricular pace impedance is greater than 4000 ohm for the bulk of the record, except for the week ending 2013-(B)(6), where it is 817 ohms. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.